Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No excessive no delivery alarm during testing. The insulin pump passed prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that batteries were not lasting more than one week. Alarm history showed that batteries were lasting more than one week. Customer's blood glucose was 180 mg/dl. Customer also reported of receiving a no delivery alarm and failed battery test. Customer states that no delivery alarms are resolved by shaking infusion tube. Troubleshooting could not be performed as customer discarded infusion set. Customer states that display screen was scratched due to falling at home. During troubleshooting, customer advised that drive support cap was flush on one side and protruded on the other. Customer was advised that insulin pump would need to be replaced.